Event description:
Device 2 of 3. Reference MFR report # 1627487-2012-00130 and 00132. During a procedure to increase the implant depth of the patient's (B)(6) ipg, it was determined the patient's leads had migrated. Intraoperative testing of the leads produced no stimulation regardless of placement. After speaking with the patient, the physician decided to explant the entire scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.